Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 8/31/2015: this lead's pace/sense was capped and a chronic OEM rv lead was used.

Event description:
The lead impedance was noted to be > 3000 ohms. The patient will be monitored and no intervention of any type has been reported as of today. No adverse patient side effects were noted. Should additional information become available, this event will be updated.

Manufacturer narrative:
11/10/15 - additional analysis data was received: the device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed an out of range lead impedance with a drop to approx. 1500 ohm in (B)(6) 2013. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.